Event description:
The customer received questionable results on parathyroid hormone stat (pth stat) for multiple samples for three patients. The initial results were obtained on a cobas e411. The repeat results were obtained on an analytical e module (e170). All results are reported in pg/ml the first patient's initial results are from (B)(6) 2011 and the repeat results are from (B)(6) 2011. The initial result for sample 1 was 151.6. The repeat result was 82.09. The initial result for sample 2 was 93.2. The repeat result was 37.3. The initial result for sample 3 was 70.4. The repeat result was 28.3. The initial result for sample 4 was 69.3. The repeat result was 33.6. The second patient's results are all from (B)(6) 2011. The initial result for sample 1 was 129. The repeat result was 71.96. The initial result for sample 2 was 155.6. The repeat result was 80.5. The initial result for sample 3 was 38.5. The repeat result was 23.0. The third patient's results are all from (B)(6) 2011. The initial result for sample 1 was 192.8. The repeat result was 107.1. The initial result for sample 2 was 126.7. The repeat result was 76.23. The initial result for sample 3 was 71.8. The repeat result was 40.42. The initial result for sample 4 was 51.5. The repeat result was 73.06. The results from the e411 were reported outside the laboratory. There was no adverse affect to the patients due to this incident. The lot number of the pth stat reagent was 15918501. The field service representative stated the customer will review sample processing. To verify the analyzer operation, he ran performance testing with passing results.